Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign objects in the air/water cylinder and air/water tube and foreign material in the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of material or root cause for the material remaining in the air/water channel and tube could not be determined. The type foreign material in the instrument channel also could not be determined. It is likely that reprocessing was not correctly implemented due to the instrument channel being broken; however, a root cause was not determined. The event can be detected/prevented by the following instructions for use which state: the instruction manual ¿gif/cf/pcf-290 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿gif/cf/pcf-290 series, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.